Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not activate, would not burn. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and no evidence of blood was observed. The heater wire and silicon over the jaws were intact. There was no damage to the jaws. No visible defects were observed to the toggle. There were no visual non-conformities observed with the device. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method". The device activated and transected tissue five (5) times with no cautery failure observed. Clean cuts were made by the cautery. Based on the return condition of the device and the evaluation result, the reported complaint was not confirmed for the reported failure modes " failure to cut" and " failure to deliver energy" .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not activate, would not burn. A replacement device was used to complete the procedure. The hospital did not report any patient effects.